Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was confirmed and traced to the low battery. Reported problem was solved by customer, after replacing the battery, device was successfully returned to service. The investigation concludes that no further action is required at this time. H3 other text : a third party (authorized service provider) evaluated the device.

Event description:
It was initially reported the power was insufficient possibly during defibrillation. Additional clarification received via email states the power was insufficient issue occurred during monitoring. The device was in use on a patient and there was no adverse event to patient or user. This report was initially submitted as serious injury but has been updated to product problem.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported that, "when the patient went out for examination and found that the power was insufficient while carrying the defibrillator, immediately changed the monitoring and defibrillate." Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.